Manufacturer narrative:
Upon review of the compatibility list, it was confirmed that the ios 16.7.5 operating system on the iphone 8 is not supported by guardian connect app version 4.3. The customer's device is using an outdated version of the operating system, prompting them to receive a compatibility error when attempting to use this device. Helpline was informed of this incompatibility and asked to communicate this information to the customer with recommendations to use a mobile device listed on the compatibility list. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software error. The customer reported no adverse event. The event involved product(s) css7200. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. It was identified that the customer's mobile device had an incompatible software version not supported by the app. Instructions were provided to resolve the issue, but the issue was not resolved, also the issue was escalated. No harm requiring medical intervention was reported. No product return is required for css7200. It was unknown whether the customer will continue or discontinue to use of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.